Manufacturer narrative:
The 7.0 french flexor shuttle tibial guiding sheath (along with the dilator) was returned in a used and nonconforming condition: the cap had separated from the sheath and the distance between the cap and adaptor was approximately 0.057" (noted for reference only). Furthermore, the flare was of adequate size as indicated by gage and the sheath was kinked approximately 3 cm from the tip and 1 cm below the flare. The dilator was in a used condition but otherwise unremarkable. Per quality control, final inspection for shuttle flexor tuohy borst side arm introducer set, it is confirmed the correct proximal fittings and that the flare is caught securely in cap assembly and that the sheath does not rotate. It is also verified that the coil in sheath continues into cap. An IFU is provided with this device that informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. A review of lot records for this device revealed that the devices were assembled (B)(4) 2010, which is prior to the effective implementation date of (B)(4) 2010 for a change request that required torque control devices for the hub attachment process on flexor sheaths 8.5 fr and less. Additionally, the kinked condition of the introducer is indicative of difficulty during manipulation of the device during the procedure although no such issue was reported by the complainant. Regardless, a corrective action/preventative action was previously issued at management discretion for this failure mode and product family prior to this occurrence. The appropriate internal personnel have been notified of this occurrence and we are continuing our monitoring of complaints for this failure mode of hub/fitting separation. Relevant to this failure mode of hub/fitting separation, a review of our files shows that these devices were manufactured after the implementation of corrective action/preventative action via change request on (B)(4) 2008. While this complaint is relevant to the scope of corrective action/preventative action for proximal fitting separation from sheaths, this corrective action/preventative action was issued at management discretion prior to the receipt of this complaint.

Event description:
As reported to cook: the hub became separated from sheath. Additional information received on (B)(6) 2011: a stent angioplasty of the left common carotid artery was being performed with a distal embolization protection device. While using the flexor tuohy-borst side arm introducer, the sheath separated from the hub. Physician states that he had this happen on three separate occasions. Physician states that the patient's hemoglobin dropped because physician was not in a good position to change catheter. Manufacturer response for flexor tuohy-borst side arm introducer, (brand not provided): field rep removed device and returned it to manufacturer. No patient outcome was provided; however, from the information provided by the reporter, a foreign object did not have to be retrieved from the patient and no additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.